Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen displayed multiple overlaid layers and became unresponsive, preventing normal operation, and a replacement pump exhibited the same screen behavior. A subsequent replacement was initiated and shipped while return logistics for prior units were arranged. Symptoms included no adverse clinical effects reported and a self-reported blood glucose of 91 mg/dl. Outcomes included use of backup therapy and continued cgm monitoring, with no alarms necessitating medical intervention and no hospitalization. Investigation included review of user report, verification of shipment and return logistics, and initiation of device replacement for further assessment. Investigation of this device revealed a recurring display malfunction consistent with a screen/interface failure, suggestive of a hardware display defect in the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure of the display module or associated circuitry.